Event description:
It was reported that the insulin pump had a damaged drive support cap, although it was noted that the insulin pump was still functioning. The caller did not provide the blood glucose reading. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, and a missing end cap sticker. The drive support disk was inspected and no anomaly was noted.